Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump could not rewind. Customer's blood glucose was unknown. Customer reported it took 4 minutes for the device to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind and basic occlusion tests. No motor noise anomaly or rewind anomaly noted. The motor was inspected and no anomaly was noted. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube window.